Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1.5 mg/ml dilaudid at 0.1813 mg/day and 820 mcg/ml baclofen at 99.12 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient presented to the clinic on (B)(6) 2019 with an empty reservoir. The patient had missed their refill and did not realize there was anything wrong. The patient had no withdrawal symptoms. The patient did have oral baclofen to take as needed, however there was "no need for it" because there was no change in therapy. The hcp did not have drug on site, so the pump was left as is and the alarm was silenced. The pump was then filled on (B)(6) 2019. The low reservoir alarm occurred on (B)(6) 2018 and the empty reservoir occurred on (B)(6) 2019. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-jan-15. The patient's weight was provided. No further complications were reported.